Event description:
It was reported that the display was distorted. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display board.